Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation: during the investigation of the returned device, the failure mode was determined to be a system error message (cable electrical short) with the z6ms transducer. The most probable cause was due to cable assembly manufacturing process variance and/or insufficient cable mechanical reliability. Improvements to the z6ms will be integrated and released into production through a CAPA.

Event description:
It was reported by the attending physician that during a transesophageal echocardiogram (tee) study, the transducer intermittently prompted an error messages stating, "imaging is suspended" and us_acquisitionhw40_0. According to the physician, he was unable to image; however, he reported that the tee was completed with the same transducer. There was no report of loss of data so the study was not repeated. There was no patient or user injury reported. No additional information was provided.